Event description:
Caregiver reported on behalf of the customer who experienced an infection after 7 days of wearing an adc freestyle libre sensor. Customer noticed discharge at the insertion site and had contact with a healthcare professional over email/phone on (B)(6) 2019 who prescribed amoxicillin 875 mg (antibiotic) and "teabularic acid 125 mg" for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection performed on returned sensor and sensor adhesive was returned. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. An extended physical investigation has been performed for the reported complaint. Applicator and sensor patch were returned. The container was not returned. The extended investigation sufficiently reviewed the container to determine that the unit was released without any issues or defects. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. This complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported on behalf of the customer who experienced an infection after 7 days of wearing an adc freestyle libre sensor. Customer noticed discharge at the insertion site and had contact with a healthcare professional over email/phone on (B)(6) 2019, who prescribed amoxicillin 875 mg (antibiotic) and "teabularic acid 125 mg" for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.